Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a fusion oxygenator, it was reported that the membrane at the bottom had an opening dripping the liquid.the device was replaced. There was no patient involvement, so no adverse effect occurred. There are two possible lot numbers 232382221 and 232382222.

Manufacturer narrative:
Correction b5: there are two possible lot numbers for the fusion oxygenator 232382221 and 232382222. Conclusion: the complaint was confirmed for a fiber leak per the customer provided video. The product was not returned for analysis; therefore, the root cause of the fiber leak could not be determined. The device history records were reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The most likely causes of the observed fiber leak are variability in the fiber, improper sealing or damage of the fiber during manufacturing, or prolonged priming. Medtronic will continue to monitor this product for similar events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.